Event description:
It was reported that the patient underwent a hip replacement on an unknown date. Revision procedure was performed on (B)(6) 2015 due to periprostetic fracture and stem subsidence. No further information has been received.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to report product evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely the quality of patient's bone stock.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.